Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-03139. It was reported that during the right ventricular lead revision procedure, the right atrial lead dislodged when positioning the new right ventricular lead. Both leads were explanted and replaced. The patient was stable after the procedure.